Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) results, for three patients, involving the access® accutni reagent used in conjunction with the unicel® dxi 800 access® immunoassay system. This report is one of three referencing the patient on the event date noted. An initial result of 0.126 ug/l was obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same instrument, recovered lower results of 0.013 ug/l and 0.018 ug/l. The patients' samples were collected in greiner serum or lithium plasma tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 20 degrees celsius. The customer indicated quality control (qc) was within specifications at the time of the event. There were no system errors noted at the time of the analysis. The instrument was in operation.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this incident: 2122870-2014-00310, 2122870-2014-00311, 2122870-2014-00312.